Event description:
The manufacturer received information alleging a ventilator was alarming and failed to deliver flow. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's active exhalation control module, flow sensor and oxygen blending module board need to be replaced to address the issue. No repairs were performed. The device was returned to the customer unrepaired.